Event description:
On (B)(6) 2011, pt reported the up button on the infusion device is defective. This was noticed on the day of the report when pt tried to bolus. The up button does pop up when it is pressed. Pt does not know how long he has used this infusion device and boluses approx 4 times per day. Infusion device was not dropped. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.